Event description:
A malfunction alarm with the code malf 12 was reported by the customer. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer was assisted by technical support to reset the pump, and the malfunction did not recur after resetting. The customer was advised to continue using the pump and to call back if the issue reoccurs.